Event description:
Per provider, pilot valve is leaking.

Manufacturer narrative:
Per repair statement, the unit is alarming, the o ring is leaking, the tie strap for the sieve bed is loose, and the ty wrap for the pe valve is loose.